Event description:
It was reported that both xience stents were advanced through the co-pilot, one was attempted and when that did not work the other one was attempted, however, resistance was met upon advancement and upon removal. Both stents also had flared stent struts. The co-pilot was exchanged for a new one (unknown if same lot number) and two xience v stents (2.25x23 and 2.5x28) were successfully implanted in the distal left anterior descending artery. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other xience v is being filed under a separate MFR number. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the stent implant and on the balloon, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the fifth row at the proximal end of the stent implant, confirming the reported damage. The proximal end of the balloon was wrinkled. There were two bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that can contribute to difficulty to position through the rotating hemostatic valve (rhv), include, but are not limited to, damage to the stent implant, product size selection, damage to the sds or accessory devices, or the rhv not being fully open at the time of insertion. The stent outer diameters were measured and met manufacturing criteria. The rhv used during the procedure was not returned therefore it is unknown how it may have contributed to the reported difficulties. The reported difficulties were unable to be confirmed as the sds was advanced through a new co-pilot and removed with no resistance noted. The co-pilot clamp seal and the bleedback control seal were in the opened position when the sds was advanced through. In this case, it is possible that the rhv was not fully opened prior to advancing the sds, resulting in the noted flared struts and balloon wrinkling as resistance was encountered as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other incidents. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.